Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd¿ thin wall 31g x 5mm value brand (100 count) the medication could not be delivered. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: the customer has had several defective 5mm insulin pen needles box the insulin has not passed through the needle and the entire pen has bulged and gone blocked, even changing the needle has not helped, the set dose has to be emptied before the pen works."